Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration at 0.3885 mg/day), bupivacaine (unknown concentration at 0.548 mg/day) and baclofen (unknown concentration at 550 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had a catheter revision in 2017. He stated it was due to two reasons. One was that he was trying to start a family and "because of location of pump the only way to get an erection was to stab a needle of medicine in the penis, and it didn't sound very appealing at all." The second reason was that when the doctor introduced bupivacaine into the pump they were "upping it for two years" and the patient couldn't tell if it was making a difference or not. Following the catheter revision the patient went back a week later and his back "started to reopen again." 8 weeks after the revision "the wires were all the way exposed which could have led to infection and she had to do a second surgery." No other information was provided. No further complications were reported.